Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The mentioned x ray image was not available for analysis. The analysis is thus based on the inspection of the manufacturing documents of the device. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
It was reported that 10 days after the implantation the patient was admitted to the emergency due to pain and diaphragmatic stimulation. It was confirmed per x-ray that the lead perforated the heart. The patient was hospitalized. The therapy was switched off.